Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, plastic was chipped at the distal end of the fenestrated bipolar forceps instrument. The procedure was completed with no indication of patient injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported that they are unaware of this issue and the email was forwarded to the charge nurse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.